Event description:
It was reported that the multigen radiofrequency generator was being used to perform a rf ablation when the screen displayed a temperature rise error message. This resulted in the procedure being cancelled and rescheduled for a later date. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
Based on the contract manufacturer¿s evaluation of the unit, the reported event was confirmed. The contract manufacturer determined the cause of the issue to be a malfunction of the d12 and q1 components on the rf amplifier board. The device has been repaired and returned.

Event description:
It was reported that the multigen radiofrequency generator was being used to perform a rf ablation when the screen displayed a temperature rise error message. This resulted in the procedure being cancelled and rescheduled for a later date. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.